Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water-cylinder and air/water-channel had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, scope communication error b30 occurs and no image is displayed. Additionally, the likely cause of the foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed no image on the screen, and scope error message b30 occurred. This occurred during inspection for use. There were no reports of patient harm.